Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for closure separation was observed on the photos only. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation based on photos. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes. This event occurred five times. The following information was provided by the initial reporter. The customer stated: "the customer complained: in the past two weeks, in the automated pre-treatment line, it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes, while the gray rubber plug was still left at the mouth of the blood collection tube, which caused the bending of the probe and the risk of broken needle when the machine probe sucked samples later. The hospital uses the roche assembly line and cannot identify the situation that the rubber plug is not pulled out. If the sampling probe is damaged, it costs tens of thousands of yuan. The customer hopes that we should pay attention to it, find out the quality problem of their own products, and at the same time, replace the batch to try to solve the current abnormal situation. After our on-site confirmation, the situation is true, the customer has doubts about the quality of bd products, we need to provide reasonable explanations and actively solve the problem, and show the return letter.¿.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes. This event occurred five times. The following information was provided by the initial reporter. The customer stated: "the customer complained: in the past two weeks, in the automated pre-treatment line, it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes, while the gray rubber plug was still left at the mouth of the blood collection tube, which caused the bending of the probe and the risk of broken needle when the machine probe sucked samples later. The hospital uses the roche assembly line and cannot identify the situation that the rubber plug is not pulled out. If the sampling probe is damaged, it costs tens of thousands of yuan. The customer hopes that we should pay attention to it, find out the quality problem of their own products, and at the same time, replace the batch to try to solve the current abnormal situation. After our on-site confirmation, the situation is true, the customer has doubts about the quality of bd products, we need to provide reasonable explanations and actively solve the problem, and show the return letter.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: h.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes. This event occurred five times. The following information was provided by the initial reporter. The customer stated: "the customer complained: in the past two weeks, in the automated pre-treatment line, it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes, while the gray rubber plug was still left at the mouth of the blood collection tube, which caused the bending of the probe and the risk of broken needle when the machine probe sucked samples later. The hospital uses the roche assembly line and cannot identify the situation that the rubber plug is not pulled out. If the sampling probe is damaged, it costs tens of thousands of yuan. The customer hopes that we should pay attention to it, find out the quality problem of their own products, and at the same time, replace the batch to try to solve the current abnormal situation. After our on-site confirmation, the situation is true, the customer has doubts about the quality of bd products, we need to provide reasonable explanations and actively solve the problem, and show the return letter.¿

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes. This event occurred five times. The following information was provided by the initial reporter. The customer stated: "the customer complained: in the past two weeks, in the automated pre-treatment line, it was found that only the red plastic cap could be pulled out when the cap was pulled out of 5 red tubes, while the gray rubber plug was still left at the mouth of the blood collection tube, which caused the bending of the probe and the risk of broken needle when the machine probe sucked samples later. The hospital uses the roche assembly line and cannot identify the situation that the rubber plug is not pulled out. If the sampling probe is damaged, it costs tens of thousands of yuan. The customer hopes that we should pay attention to it, find out the quality problem of their own products, and at the same time, replace the batch to try to solve the current abnormal situation. After our on-site confirmation, the situation is true, the customer has doubts about the quality of bd products, we need to provide reasonable explanations and actively solve the problem, and show the return letter.¿

Manufacturer narrative:
The following field was updated due to additional information: d.4. Medical device lot #: 2125602.